Event description:
Additional information was received that subsequent low ra pacing impedance measurements were observed. Technical services was consulted and discussed. The patient was to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that an alert for low atrial pacing lead impedance was issued on this implantable cardioverter defibrillator (ICD). However, it was observed that another manufacturer's right atrial (ra) lead impedance measurement was 586 ohms. Boston scientific technical services (ts) discussed that there were two measurements in a day due to the 21 hour clock system. Further, ts explained that only the second measurement will be displayed and most likely the first measurement was out of range. Ts also reviewed patient's electrogram (egm) and noise on atrial (a) lead was observed; patient does not have a history of atrial fibrillation (af). Additional information was received indicating that the patient will continue to be monitored. At this time, the system remains in service. No adverse patient effects were reported.